Manufacturer narrative:
A replacement pendant was installed at the reporting site. The staff was advised to continue treatments. The investigation is still in progress. A follow up medwatch report will be submitted once the investigation has been completed.

Event description:
Hand pendant has been intermittently causing unwanted motion of the gantry, collimator and couch rotation when the motion enable bars (mebs) were pressed. Releasing the pendant mebs stopped all motions, and there was no collision or injury involved.